Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used during a stent deployment procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 2cm malignant stricture in the left principal bronchus. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, when the stent was half released, it became unable to be deployed. The physician tried to release the delivery system further but the catheter became ¿waved¿. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 20mm and the shaft was curved proximal to the crocheted stent. During analysis it was possible to retract the deployment suture and fully deploy the stent without issue. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used during a stent deployment procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 2cm malignant stricture in the left principal bronchus. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, when the stent was half released it became unable to be deployed. The physician tried to release the delivery system further but the catheter became ¿waved.¿ the partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.